Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited low defibrillation impedance and failure to shock. No intervention or adverse patient effects were reported.